Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that leak was observed when the balloon was expanded. The issue occurred during preparation and there was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information from the complaint indicated that no anomalies were noted to the device prior to use, there were no difficulties removing the device from the dispenser hoop, the balloon was inflated to nominal pressure (6 atm), and the procedure was completed successfully with a spare device. Because a definitive cause could not be determined following review and analysis of available information and because the product was not returned, a cause of undeterminable was assigned.

Event description:
It was reported that leak was observed when the balloon was expanded. The issue occurred during preparation and there was no patient involvement.